Event description:
The customer contacted physio-control to report that during a patient event their device would not charge or deliver defibrillation therapy. The reporter was unable to provide any further patient details, nor did he know if a backup device was available and used to treat the patient. The patient status is unknown.

Event description:
The customer provided additional information regarding the backup device available. The customer indicated that a backup defibrillator was available with under a minute delay.

Manufacturer narrative:
Correction information: the initial medwatch report indicates (B)(6) 2013. The initial medwatch report should indicate (B)(6) 2013. Follow up information: patient sex is male. Patient had history of heart attacks.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio observed that the device would not charge, or defibrillate, beyond 125 joules. Physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the returned therapy pcb assembly where it was observed that pressing on integrated circuit (ic) chip, designator u6, caused the board to function when it is otherwise failing; however, through extensive testing the cause of the reported failure could not be conclusively determined.